Event description:
It was reported that the procedure was to treat a highly calcified superficial femoral artery and popliteal artery. A command guide wire (gw) went down, early in the case but there was noted resistance with anatomy while advancing it to the lesion, although it was able to reach the lesion. It was noticed that the tip of the wire was mangled/frayed once the gw was removed after the completion of the case. The gw became damaged from the calcium. The armada 18 balloon was taken in and out numerous times during the procedure as it was inflated to nominal pressure six times; however, on the 7th time, but the command gw would not advance through the armada balloon. There were no damages noted to the armada balloon a new armada was successfully used for the 7th inflation to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a highly calcified superficial femoral artery and popliteal artery. A command guide wire (gw) went down, early in the case but there was noted resistance with anatomy while advancing it to the lesion, although it was able to reach the lesion. It was noticed that the tip of the wire was mangled/frayed once the gw was removed after the completion of the case. The gw became damaged from the calcium. The armada 18 balloon was taken in and out numerous times during the procedure as it was inflated to nominal pressure six times; however, on the 7th time, but the command gw would not advance through the armada balloon. There were no damages noted to the armada balloon a new armada was successfully used for the 7th inflation to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted that the command guide wire [the polymer at the separation was torn, bunched and jagged. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported polymer break was confirmed. The reported difficult to advance could not be tested due to the condition of the returned guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.